Event description:
It was reported that the cap on the sticky area was incorrectly positioned, causing the probe cover to tear during handling, a recurring event. No patient injuries, infections, or complications were reported.